Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer verified the network communicating and confirmed that it was a local it port issue. The issue caused a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that one station is not communicating, all patients are not showing up. The station had been offline on rss and tsc unable to dial in. There were no adverse events or injuries reported based on this event.